Event description:
Pt reported that they were hospitalized twice during the year 2000. One of the two events was detailed as follows: hospitalization due to low blood glucose (pt was taken to hosp by ambulance; they were unsconscious). Paramedics treated pt with an unk injection and oxygen. Pt was 1.5 months pregnant at time of event. When pt "came to" their blood glucose was 80 mg/dl. Pt was in hosp for several hours. Details of other hospitalization were not provided.